Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this is a complaint from china a literature review, "the effect of patellar eversion or lateral retraction on the recovery of knee function after total knee arthroplasty". Author: (B)(6). . A patient presented surgical superficial incision infection. The incision was treated with wet compressing and ethacridine lactate solution, but it caused delayed healing of the incision. The article did not provide any further information. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A patient presented surgical superficial incision infection. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "the effect of patellar eversion or lateral retraction on the recovery of knee function after total knee arthroplasty". Author: tan yayun. In this study, there were 35 patients in the group with patella turnover, bearing genesis ii prosthesis. It was reported that after total knee arthroplasty a patient presented surgical superficial incision infection. The incision was improved after wet compressing with ethacridine lactate solution, but it caused delayed healing of the incision.